Manufacturer narrative:
The CAPA investigation was initiated on 2016-02-23 to address the issue of the proclaim ipg (orion ipg family) entering the service application state. The investigation was completed and being monitored by the manufacturer.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two scs systems(cervical and thoracic). It was reported the patient's cervical ipg would no longer communicate with external devices as well as his clinician programmer displayed an error message after an unrelated surgery. As such, surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Follow-up identified surgical intervention took place on (B)(6) 2017 wherein the cervical ipg was explanted and replaced with a new model which resolved the issue.